Manufacturer narrative:
This occurred on an unknown date in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor did not flow. It was not specified when this occurred. The infusor was filled with an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with no fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was preformed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.